Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for the adverse event which occurred on (B)(6) 2012. (B)(4) submitted for the adverse event which occurred on (B)(6) 2015.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2012 during which the surgeon noted no question that the mesh was in fact involved in the abscess cavity and the mesh was necessarily removed. It was reported that the patient underwent hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and extreme weight loss. The other procedure is captured in a separate file. No additional information was provided.